Event description:
It was reported that this rv lead was capped in 2019 due to fracture leading to inappropriate shocks. Device and lead were replaced with competitor products, no biotronik rep was present at the procedure in 2019. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.